Event description:
During a paroxysmal supraventricular tachycardia procedure, while inserting the tip of the sheath into the patient, there was a small dent and cracking in the middle of the sheath. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. The hospital discarded the reported sheath.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported damage could not be conclusively determined.